Manufacturer narrative:
(B)(4).

Event description:
The patient had a pump refill on (B)(6) 2011, and then experienced withdrawal symptoms on (B)(6) 2011, with a "really bad headache and nausea" for a "couple of days". Oral medications were increased; they had not suspected the patient's pump as the issue due to just having her pump refilled. They thought that the patient had gallbladder problems and the flu. On (B)(6) 2011, the patient had a pump refill and there was a volume discrepancy. The actual residual volume was 28ml and the expected residual volume in the patient's pump was 2ml. A dye study test was performed last week and the catheter tubing was noted to be "all knotted". The patient was waiting to hear back from their hcp. The medications being delivered via the device system were dilaudid and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.